Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Event description:
Distributor reported to anspach service and repair that handpieces were not functioning properly during a case, low power. Battery is fully charged, works with facility handpiece: during total knee surgery the battery reamer/drill, battery oscillator and battery reciprocator did not work. They thought it is the battery which is causing the reported issue. They changed 4 batteries and still the handpieces did not work. Batteries worked fine with facility handpieces. The reported event caused 30 minute delay in the surgical procedure. No injury to the patient. No medical intervention required. Spare devices were used to complete the procedure successfully. This complaint is on the battery oscillator. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown device is an instrument and is not implanted/explanted. A service history of the past six months has been reviewed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue. It has been confirmed that the device is no longer available for investigation. Placeholder.

Manufacturer narrative:
(B)(4). Date of event is 2013; exact date is unknown.(B)(4)